Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a burning sensation at the evoke closed loop stimulator (cls) implant site. The physician's evaluation did not identify an infection and noted that the cls implant site had healed appropriately and that the reported pain may be due to scar tissue. Topical pain patches were prescribed to resolve the reported event.